Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
Upon receipt of the device, the user reported that the motor's housing was broken at an attachment location. The break prevents the part from being properly attached to the finished goods motor assembly. Since the event occurred out of box, there was no pt involvement during this event.